Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on plug unit, the image is not displayed. A root cause could not be identified. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope was showing an error code referring to connection points. The issue occurred during preparation for use. There were no reports of patient involvement.